Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained dilaudid [5 mg/ml] at a dose of 1.7 mg/day. It was reported the patient had an 8310 error code (unknown code) on their personal therapy manager (ptm). The patient went into the emergency room (ER) because of the ptm code. The hcp interrogated the pump with the physician programmer and found that the pump was in safe state. The pump event logs showed the pump went into safe state on (B)(6) 2017. The pump also showed that a reset occurred. The hcp said they programmed the pump to minimum rate the day of report ((B)(6) 2017). The hcp also said that when they interrogated the pump that day, the reservoir volume was blank, along with the low reservoir alarm volume. The hcp stated they were also not able to hear the pump alarm. The hcp stated that their current session report showed that the early replacement indicator (eri) showed less than one month in the current pump settings section. At the last refill on (B)(6) 2017, the eri was listed as 26 months. In the pump status after update section, the eri stated 81 months. The ptm code was unresolved on the call. The hcp updated the patient¿s pump to minimum rate mode. They had not programmed the pump back to normal infusion mode to see if the ptm code was gone. Reported withdrawal symptoms included nausea, vomiting, increased severe pain, and agitation. The change in therapy/symptoms was considered gradual. The hcp said they called their local manufacturer representative early sunday morning after midnight about the issue. The hcp stated the local rep called technical services to determine the meaning of the code. At that point, they were planning on replacing the pump. The ptm dose was 0.5 mg. The hcp said they know what to do given their past experiences. The hcp called back and stated the patient was put on oral medications, and that the patient was still somewhat going through withdrawal. No further patient complications were reported.